Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the introducer sheath would not snap. The physician cut the sheath with a scissors. No patient complications have been reported as a result of this event.